Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 48 bd vacutainer® sst¿ blood collection tubes had foreign matter in their gel, 2 tubes were found collapsed, 10 tubes had embedded foreign matter in them, 261 tubes had air bubbles in their gel, and 4 tubes had air bubbles in them. All defects were found before use in lot# 9064558. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x48, deformed tube x2, embedded fm x10, air bubbles in gel x261, air bubbles in tube x4".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 48 bd vacutainer® sst¿ blood collection tubes had foreign matter in their gel, 2 tubes were found collapsed, 10 tubes had embedded foreign matter in them, 261 tubes had air bubbles in their gel, and 4 tubes had air bubbles in them. All defects were found before use in lot# 9064558. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in gel x48 defored tube x2 embedded fm x10 air bubbles in gel x261.. Air bubbles in tube x4."